Event description:
The customer reported that during daily operational testing, the device displayed "no shock delivered". There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that during daily operational testing, the device displayed "no shock delivered". There was no pt involvement. The local philips service rep evaluated the device and replaced the power pca and the pt/therapy connector to resolve this malfunction. We cannot determine the exact cause of the reported symptom, since multiple parts were replaced.